Event description:
Customer called to report that customer was hospitalized diabetic keto-acidosis. Customer reportedly had a cold. It was also stated that the driver arms were moving freely accross the lead screw in the locked position. Troubleshooting was performed and the device tested ok. It was denied that the pump had been dropped, bumped or exposed to moisture.